Manufacturer narrative:
The customer was remotely assisted by spacelabs technical support to perform a software restart and then a manual reboot of the xhibit to resume telemetry monitoring. A spacelabs field service engineer arrived onsite for further investigation and replaced the xhibit with a spare to resolve the issue. The xhibit in question was sent to spacelabs for further investigation of the issue. Spacelabs will file a final report once the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017 a loss of video occurred on three out of four displays at the telemetry central monitor, and the mouse and keyboard were also unresponsive during this episode. No injuries were reported as a result of this event.

Manufacturer narrative:
The equipment involved in this occurrence was to be sent back for investigation regarding the cause of the loss of display. To date, spacelabs has not received the equipment. Therefore, the investigation cannot be completed. Cause of the loss of display remains unknown. A reboot of the central station system did resolve the issue at the time and the central station monitor has since been replaced. The customer has experienced no recurrences of this kind since the reported event. This matter is considered to be closed. This report is complete.